Event description:
The customer reported that insulin was leaking from the septum and the p-cap into the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed manual prime and high pressure test per specifications. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings/snap-cap for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly. Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings/snap-cap for defects and none were found. Reservoirs connected and locked in place properly.